Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with their right ventricular lead exhibiting low impedance, high capture threshold and noise. No intervention was performed. The patient was asymptomatic and would continue to be monitored.